Manufacturer narrative:
H10: g4: update date received by manufacturer.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the subject device and the reported incident. A visual inspection was performed and the cable jacket was split exposing the cable shield. A functional evaluation revealed flexing of the cable resulted in an intermittent loss of video. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include the damaged to the cord. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head was not working. No case involved. Results of investigation have concluded that this unit had an intermittent loss of video which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.